Manufacturer narrative:
Eleven actual samples were returned with the aluminum foil peeled. Visual inspection revealed the sponges were fully separated from the caps. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were eleven (11) minicaps in which the sponges were found separated from the cap. This occurred before use. There was no patient involvement. No additional information is available.